Event description:
Information was received from a patient who was receiving unknown morphine drug (did not ask mg/ml at did not ask mg/day) via an im plantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) checked the pump, and it was working but felt there was something wrong with her back where the catheter is. The patient stated that her back was hurting severely, and she has been going through this for about three weeks now. The patient mentioned that she had a urinary tract infection (uti) after the surgery and then was diagnosed with diabetes two. The patient reported that her whole body feels numb, and her chest feels tingly, and it hurts, and it was getting worse. She got the pump for her back and her back had not hurt this much since she got the pump. The had patient had diarrhea for five days straight. The patient wanted to know if the pump still works even if the catheter comes loose. The patient service specialist reviewed and said it does. The patient went to the emergency room since she felt her body was shutting down.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 02-aug-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.